Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) result from a single patient sample that was generated by the access 2 instrument. A patient sample was tested for accu tnl and a result of 1.19ng/ml was obtained. It is unknown if the accu tnl result was reported out of the lab. The customer retested the original sample for accu tnl. The repeated accu tnl result was 0.0ng/ml. The customer did not receive any report of patient injury requiring medical intervention that can be attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc was within customer's specifications prior to and after the event. System check performed on 10/20/06 passed. The specimen was collected in 4.5ml, plastic, lithium heparin tube with gel separators and centrifuged at 3,000 rpm for 5 minutes. A field service engineer (fse) was dispatched to the customer's lab on 10/26/2006. The fse adjusted mixer belt speed and wash pump backlash. The fse conducted accu tnl precision testing which passed within specifications. The fse indicated that qc was within customer's specifications. The fse verified the instrument performance per established procedures. Although hardware issues addressed by the fse may have contributed to this event, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.